Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient felt thumping in their chest which resulted in a speed decrease. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not be conclusively established through this evaluation. It was reported that the patient felt thumping in the chest and pump speed was decreased. The patient remains ongoing on vad support and no further issues have been reported at this time. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The hm3 lvas IFU lists all adverse events that may be associated with the use of heartmate 3 left ventricular assist system and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.